Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was not available for evaluation, since it was discarded at hospital. Without return of the product, it is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. There are manufacturing controls to avoid potential causes related to the reported malfunction.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, it is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after connection to a patient with also decreasing pap (pulmonary artery pressure) value, this flotrac sensor provided low waveform and low blood pressures values that fluctuated from 91/31 to 78/26 mmhg. No error messages or alarms were displayed. After a few hours it was decided to disconnect it and connect a codan system, which provided higher systolic and diastolic pressures values. As per communication of the customer, it is unclear which values were accurate, the ones displayed by the flotrac or those shown by the codan device. Consequently, low waveform and pressure values could still be consistent with the condition of the patient. Patient demographics and comorbidities required for further data analysis were not provided. There was no allegation of patient injury. The device was not available for evaluation.